Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported occlusion alarms occurred. Additionally, the customer observed air bubbles in the infusion set tubing. Reportedly the customer is cleaning the pump pneumatic tap with an air compression bottle, and not properly removing the cartridge air. Tandem clinical support informed customer that cleaning the pump pneumatic tap with an air compressor bottle, and not properly removing the cartridge air, is off label per the user guide. Customer¿s blood glucose (bg) was "high"; although specific value was not provided. Elevated blood glucose levels were addressed by manual insulin injection. Ultimately, the customer reverted to an alternate form of insulin therapy.